Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety shield broke off. No patient impact.

Manufacturer narrative:
H.6 investigation summary : material #: 368650. Lot/batch #: 3145736. Bd had not received samples, but 2 photos were provided for investigation. The photos show the device packaging confirming the lot number. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the saftey shield broke off. No patient impact.

Manufacturer narrative:
Medwatch # mw5152136. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.